Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a chronic driveline and pump pocket infection and had a pump exchange.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A specific root cause for the reported information could not be determined. Driveline, pump pocket and local infection are listed in the IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of the IFU. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.